Event description:
A physician reported a certas valve (ID 828814) was implanted via v-p shunt on unknown date with setting 3. On (B)(6) 2022, the patient presented with disorientation and underwent "MRI". Ventricular enlargement was confirmed due to underdrainage. A patency check was performed and no obstruction was suspected. The valve was removed and replaced on (B)(6) 2022. The patient recovered.

Manufacturer narrative:
The certas valve (ID 828814) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.